Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 23-jul-2018 with the following findings: a review of the black box showed call service 064 alarms had occurred. The rewind, load, and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there was a call service 064 alarm. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with this complaint.